Event description:
The customer reported the user reports the left monitor turns dark. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep order parts but could not duplicate the problem. He replaced the suspected monitor. The system functions as intended.